Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, a suspected superior vena cava (svc) perforation occurred. The pacing lead was pulled back and implanted successfully, and remains in use. No further patient complications have been reported as a result of this event.